Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with corneal abrasion on left eye (os) at 3 day post-operative exam. The patient chief complaint was that it was hard to open eye and felt like there was something in the eye. Through follow up, the surgery center indicated the abrasions had cleared up but the patient had developed loose bunches of epithelial and diffuse lamellar keratitis (dlk) was noted. Topical steroid dosage has been increased to treat symptoms. Bcva from (B)(6) 2017: right eye pre-op 20/20 3.25 x -1.00 x 55; left eye pre-op 20/20 3.25 x -1.00 x 115.